Event description:
Customer reported the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 128 mg/dl. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap was sticking out and did not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump also had minor scratches on the lcd window, and cracked battery tube threads.